Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's right hip was revised due to a broken tibial stem. Operative site is right knee.

Event description:
It was reported that patient's right hip was revised due to a broken tibial stem. Operative site is right knee.

Manufacturer narrative:
An event regarding crack/fracture involving a duracon stem was reported. The event was confirmed. Device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: clinician review of the medical records provided indicate: in this complicated multiply operated upon obese patient, including previous stem fractures and infections, long lever arms with a constrained knee joint and compromised component fixation led to fatigue failure of stems at the junction of loose and supported segments of the fractured stem. Examination of the fracture surfaces of the explanted fractured stems would confirm this mechanism and rule out factors of faulty component manufacturing or materials as having contributed to this clinical situation. Device history review: not performed as the lot ID was not provided. Complaint history review: not performed as the lot ID was not provided. Clinician review of the medical records provided indicate: in this complicated multiply operated upon obese patient, including previous stem fractures and infections, long lever arms with a constrained knee joint and compromised component fixation led to fatigue failure of stems at the junction of loose and supported segments of the fractured stem. Examination of the fracture surfaces of the explanted fractured stems would confirm this mechanism and rule out factors of faulty component manufacturing or materials as having contributed to this clinical situation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.